Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing difficulty charging the implantable pulse generator (ipg) after experiencing a non-device related fall. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was retained by the hospital and was not returned to bsc.